Event description:
It was reported that during a ptca procedure, the balloon leaked at the hub and could not be fully deflated. The balloon was removed without incident. No pt injuries or complications occurred.